Event description:
It was reported that the user experienced hypoglycemia and accidentally initiated a pump rewind while connected. Upon realizing, the user disconnected, reinserted the cartridge, primed until drops were observed, and insulin delivery was resumed with troubleshooting and education provided. Symptoms included low blood glucose documented at 57 mg/dl. Outcomes included recovery with oral carbohydrate intake consisting of juice and food, without hospitalization or ems involvement. Investigation included remote troubleshooting guidance to reinstall the cartridge and confirm proper priming and insulin flow. Investigation of this case revealed user-initiated improper rewind while connected to the body that interrupted insulin delivery, with the infusion set and cartridge functioning after correct re-priming. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.